Manufacturer narrative:
Continuation of medical devices: product ID 977a260 lot# serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 15-may-2019, UDI#: (B)(4). (B)(4) applies to the lead and (B)(4) applies to the ins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for non-malignant pain. It was reported that the patient had initially confirmed that their old device was replaced due to normal battery depletion, but later indicated that their old implant wasn't dead or anything but it was replaced because they went in to put in another lead and they couldn't do it and so they they decided to replace the whole system. They clarified reason they went in to put another lead was because they were still having pain with their previous implant. Patient services tried to collect event date and the patient stated they always continued to have pain when they had their previous device implanted and they kept messing with it and that was why they decided to put another lead in. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.